Event description:
It was reported that the customer had a seizure and had to be hospitalized. It was stated that the customer had received a no delivery alarm. Troubleshooting was performed, and the insulin pump was working as it should. It was stated that the customer kept programming a bolus even when her blood glucose was at 3.0mmol/l or lower. Instructed that the customer should contact her doctor and have him check her settings and bolus wizard. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.